Event description:
A novasure endometrial ablation was performed on (B)(6)2010. Just prior to this procedure, a mirena iud was removed and a curettage performed. The physician reported cervical dilation was difficult, as was removal of the novasure device following the ablation procedure. The patient reportedly experienced "significant pain during the ablation." The patient was discharged home following a brief recovery period. On (B)(6)2010, the patient reported "severe abdominal pain" and a temperature of 101 degrees fahrenheit and was admitted to the hospital. An ultrasound, computed tomography (CT) scan, and white blood cell (wbc) count were normal. She was given intravenous (IV) antibiotics. Her condition worsened (increased pain and temperature increase to 103 degrees fahrenheit) and a second CT scan showed inflammatory changes of the omentum. She was taken to the operating room on (B)(6)2010. During an exploratory laparotomy "significant purulent fluid consistent with bowel contents were found." A thermal injury, with a 7 mm perforation, was identified in the ileum. This area was resected and a re-anastomosis was done. The top of the uterus was noted to be blanched along the mid-line fundal surface but there was no uterine perforation. Additionally, it was reported that peri-operative blood and wound cultures came back with (B)(6). We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both devices were released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).